Event description:
It was reported that following the unsuccessful attempt to implant the stents from a trabecular microbypass stent system in the patient's left eye (os), and the subsequent successful implantation of the first stent from a back-up device, the surgeon observed a trocar tip fragment "stuck in the tissue" beside the implanted stent, which reportedly was from the first device. Per report, surgeon was unable to remove the fragment and left it in the operative eye. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information. A review of the device labeling and associated risk documents was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified, however the report noted that it was likely due to a steroid response. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, the surgeon believes that trocar bias and excessive dimpling in the left eye (os) contributed to the trocar fragmentation. The report reiterated that a second device was used to implant the stent, with postoperative visualization of the stent described as "a white dot right next to the stent" and no adverse patient impact or further intervention required. The patient¿s status was described as "overall good", with the eye (os) described as "quiet with stable intraocular pressure (iop)" on postoperative day one (1), and iop elevation observed on postoperative week two (2), likely due to a steroid response which decreased as of postoperative week two (2). The report noted that the patient was on medication preoperatively and remains on medication postoperatively, with the event "resolved" and the decision to leave the trocar fragment as is and the patient being monitored more frequently.

Manufacturer narrative:
Additional information: g2, g3, h3. The device was returned nested in the unsealed thermoform packaging tray. The device evaluation was completed, and the injector's trocar was found bent, but not broken. This finding likely occurred during the surgical procedure. Based on the device evaluation findings, the root cause of the reported issue was not conclusively identified; however, the most likely cause of the bent trocar is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).